Manufacturer narrative:
(B)(4). UDI#: (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a white shipping envelope and was in a sealed plastic bag. Upon return, one-way valve was noted tethered to short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flextip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip. Bends to the iabc central lumen were noted at approximately 21.5cm and 37.0cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged/ broken central lumen. The iabc was leak tested. A leak was immediately detected from the iabc distal tip and luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the inner cannula separation. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the doctor was unable to insert the catheter tip" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in difficulty inserting the iabc into the patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "iab catheter was being inserted in the cardiac interventional lab under fluoroscopy. The doctor was unable to insert the catheter tip after leaving the sheath. It was removed and replaced with another with no problems during insertion". The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated

Event description:
It was reported "iab catheter was being inserted in the cardiac interventional lab under fluoroscopy. The doctor was unable to insert the catheter tip after leaving the sheath. It was removed and replaced with another with no problems during insertion". The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated

Manufacturer narrative:
(B)(4). UDI#: (B)(4).